Event description:
The facility has seen 16 confirmed dvt's, much more than they had with previous products. Analysis of each case had come to the conclusion that the increase in dvts is related to their insertion technique; however, complainant denies any practice change.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed three other similar product complaint file(s) from this lot. (185598, 185602 & 185604).